Event description:
Device issue: proximal shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that after pre-dilatation of the target lesion, the 2.25 x 23 mm rx promus stent delivery system (sds) would not cross the lesion. Several unsuccessful attempts were made to cross the lesion, resulting in the proximal shaft (hypotube) separation. Another stent was used and successfully deployed. There were no reported adverse pt effects. No additional info was provided. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.